Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has irregular insulin delivery. The customer reported that the insulin pump was delivering too much insulin. The customer also reported that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, prime, excessive no delivery, and displacement tests. However, the pump alarmed motor error during the occlusion test due to a faulty force sensor resistor. Unable to verify the irregular insulin delivery complaint/delivery anomaly due to the motor error alarms. The pump was monitored and no unexpected low battery alert alarms occurred during testing. The motor was tested outside the device and it passed the motor test. The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.